Event description:
A (B)(6) female with previous history of asthma, diet-controlled diabetes, h/o ascending cholangitis s/p open cholecystectomy who developed an incisional hernia approximately 5 months after the open chole surgery in 2009. Given the large defect size, it was decided to pursue a laparoscopic hernia repair and a prosthetic polyester/parietex brand mesh 20x30cm mesh was placed in (B)(6) 2010. Thirteen months later in (B)(6) 2011, the pt presented with a superficial abscess and cellulitis at the site of the original chole incision. The abscess was drained, however, no wound cultures were obtained and the pt was empirically treated broad-spectrum IV antibiotics for 3 days then converted to trimethoprim/sulfa. Approx. 3.5 weeks while on trimethoprim/sulfa, f/u imaging with a CT scan demonstrated a 2x0.9cm abscess anterior to the mesh at the level of the rectus abd. Muscle. Surgical removal of the mesh was advised. In (B)(6) 2011, the pt underwent a 7.5 hr surgery to remove the infected mesh, cultures were sent and subsequently grew (B)(6). The surgery was complicated by a pneumothorax intra-operatively necessitating a chest tube insertion and the surgery was completed with insertion of a biologic mesh -porcine- with full closure according to surgical guidelines for managing mesh-related infections. The pt was then transferred to the intensive care unit and subsequently transferred to subacute rehabilitation one week post-operatively for completion of a 2 week course of IV antibiotics and pt/ot due to deconditioning. Diagnosis: mesh-related (B)(6) infection.